Event description:
It was reported that the patient was presented in clinic and the pulse generator exhibited episodes of noise reversion. The noise reversion took place during a lightening storm and exposure to electromagnetic interference was suspected. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.